Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd secondary administration set name experienced leakage when the product came apart. The following information was provided by the initial reporter: the product came apart as the nurse tested tubing; the tubing leaked right below the white portion of the drip chamber; we administering chemo and it resulted in a spill; device was pre-tested prior to use, and a second device was required.

Manufacturer narrative:
H6: investigation summary the customer's complaint of separation could not be investigated due to the sample being stopped in transit. The tracking shows a halt in shipment in memphis, tn. Without the sample being received from the customer, the complaint cannot be verified and the root cause remains unknown. A device history record review for model 10014881 lot number 22039413 was performed. The search showed that a total of 21,603 units in 1 lot number was built on 31mar2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd secondary administration set name experienced leakage when the product came apart. The following information was provided by the initial reporter: the product came apart as the nurse tested tubing; the tubing leaked right below the white portion of the drip chamber; we administering chemo and it resulted in a spill; device was pre-tested prior to use, and a second device was required.